Event description:
Patient was schedule for a routine right side percutaneous hip pinning. Upon surgeon implanting 3rd screw there was chatter noted. The surgeon immediately removed the drill and noted that the 5.0 cannulated drill bit was shattered. The incision was extended for visualization and c arm was brought in for guidance and all fragments were removed. The image showed no signs of obvious remaining metal. FDA safety report ID# (B)(4).